Manufacturer narrative:
The reported adverse event/incident was investigated in accordance with endologix's operating procedures and work instructions. Where possible, endologix makes at least three good-faith efforts to retrieve the device related to the reported adverse event/incident, as well as the associated medical records and imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination required for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. The review confirmed that no manufacturing or processing non-conformities were identified that could have contributed to the reported adverse event/incident. The device was not returned to endologix for evaluation, as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of the medical records and/or imaging received by endologix shows that the right iliac occlusion with ischemia (claudication) and an additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged home on the second post operative day. No further investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implantation of the alto abdominal aortic aneurysm stent system on (B)(6) 2022. On (B)(6) 2024, it was reported through a clinical study that the patient presented with right hip and leg claudication and was found to have an occlusion of the right iliac artery. The patient underwent re-intervention, which included a right iliac thrombectomy and a femoral-femoral bypass. The final patient status remains unknown. The final patient status was not made available to endologix.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.